Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. When the device ejected, the clips open and with the legs crossed. A new device belonging to the same lot number was used, but experienced the same problem. Another device was used to complete the case. There was no adverse consequence to the pt reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.